Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that they had a power error alarm on the insulin pump. Customer's blood glucose was unknown. Customer also reported receiving multiple power error alarms when the batteries were out of the insulin pump for less than 10 minutes. Troubleshooting advised the customer to insert a new battery in the insulin pump. It was found the customer did not have a power loss alarm at the end of troubleshooting. The customer declined to return the insulin pump for analysis.